Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No failed battery test or power loss alarm noted during testing or in the insulin pump trace download. Device was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had battery failure and will suddenly shut off. The blood glucose level was unknown at the time of incident. Customer stated that replacement pump was successfully processed. The insulin pump will be returned for analysis.